Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The nurse reported the cassette primed and passed initial testing, no issues during the sculpting portion of the cataract surgery but once the surgeon started performing phacoemulsification of the cataract's quadrants, the occlusion bell sounded. He tried correcting the issue by replacing the phaco tip but the occlusion bell still sounded. Then the staff replaced the cassette pak with tubing and the surgeon was able to complete the case with no further issues. No harm to the pt was reported. Add'l info has been requested. This is the second of two reports for the facility.